Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging no allegation. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings: error 20 ¿ reboot motor, error 53 ¿ pca continue level and faulty blower evidence of white powder & water contamination to /moog blower were observed. There were 13 error codes found. The manufacturer service center concludes that there was no visible foam degradation and unit got scrapped.